Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. When using the filter-pro device to remove trapped air from the blood sample, care must be taken to avoid wetting the device prior to air expulsion. If wetted, the filter material will expand, and it will not allow air to travel through. It is possible that the issues observed by the customer can be attributed to not expelling the air properly. The plunger is to be depressed until the fluid makes contact with the filter material. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the filter cap came off and the staff member sustained a splash of blood sample to their mouth. The staff member was wearing all required ppe (gown, gloves, goggles). There was no indication that the syringe was faulty (no visible signs of damage, etc.). Impacted staff member received serology testing for blood borne pathogens, results of testing have been requested but are pending. The event occurred during testing. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.